Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving shock delivery. The patient noted a week before the shock, they were applying a horseshoe to a horse, and when the horse pulled back the patient felt a tug on the left side of their chest that left a burning sensation. Technical services (ts) reviewed the shock episode and confirmed the device was programmed to primary vector, smart pass was on, and system impedance was in range. The onset of the patient's rhythm showed appropriate sensing. At 17 seconds, the rhythm accelerated on its own and the signal amplitude diminished. This led to a short delay in detection, but once the fast profile engaged, appropriate sensing occurred. Ts discussed this device was operating as programmed. Also, the patient reported being symptomatic. The patient became lightheaded and dizzy before the shock episode. Ts discussed the rhythm could be a bundle branch block with aberrancy based on reported symptoms. The patient was admitted to the hospital overnight and would be seen by electrophysiology (ep) the next day. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.